Event description:
It was reported that the pleurx pleural catheter valve became loose and detached due to wear at the front of the valve. The catheter was clamped off and, under sterile conditions, shortened far enough behind the valve to allow a new valve to be securely fitted without it slipping out. The issue was resolved by replacing the valve and drainage was confirmed using a vacuum bottle. The issue involved leakage. There was no reported patient injury and no medical intervention was required. The issue was resolved by replacing the valve. The catheter was in the pleural position since (B)(6) 2025, and the procedure was performed at home by an ewimed employee.

Manufacturer narrative:
H11: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A device history record could not be evaluated as the lot number is unknown. Based on the available information we are not able to identify a root cause at this time. The complaint has been logged in the complaint management system and will be monitored through tracking, trending, and quality data analysis for potential future occurrences. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.